Manufacturer narrative:
The device was returned undeployed. The data obtained from the device shows the device delivered 21 first prime pulses and was deactivated at 31 pulses. Rotational sensor errors were observed in the data set. During the investigation, the pod was successfully paired with a pdm, completed priming, but failed to deliver a 5u bolus. During the device rerun, the device generated an 0x42 alarm indicating the minimum number of pulses between rotational sensor transitions was not reached. The observed rotational sensor errors were replicated during the device rerun. Contamination was observed on the commutator cap. This contamination contributed to the first priming sequence ended prematurely which caused the completion of second prime to occur without the needle mechanism deploying.

Event description:
It was reported that after activating the pod the patient did not feel the cannula insert into the skin. When removed, it was noticed that the cannula did not deploy. The pod was worn for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.